Event description:
It was reported that (1) tsw45 was used during a unknown procedure. It was reported by the rep that the instrument would not fire. Open another device to complete the case. There was no consequence to pt.